Event description:
It was reported that pump had short battery life lasting about three days, required removal of clip to use magnetic flat charger, and had quick bolus feature that did not work as expected. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact from technical support, and no additional actions were taken, with no further information available regarding resolution of the event.